Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because no device was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a channel disconnect event occurred during patient use; no other event details are available. There was no patient harm. The event was suspected to be related to unspecified iui issues; the facility biomed changed the iuis on the affected devices and returned them to use.